Event description:
Implant date is unknown. Around 2001, it was noticed on x-rays that there was a "rod slippage". A revision surgery was done to replace the device. It was alleged that scoliosis was induced by the rod slippage.